Manufacturer narrative:
Records indicate that the implant met the specifications and were approved for product release. Ace surgical has not been issued the failed implant. Physical analysis cannot be performed. The reported event has been determined to be a post-load failure. This implant loss suggests that the source of the problem was likely to stem from lack of osseointegration or bone loss. The patient was also reported to a history of hypertension which may have played a role in the implant failure as well as the patient's behavior, hygiene, and care of the implant. Proper intended use of the implant is described in its instructions for use.

Event description:
Implant was placed without any issue. Seven years later patient went back to the office and had implant in his hand. X-ray reports to have shown signs of bone loss. Bone quality at time of failure was reported as type ii.